Manufacturer narrative:
H6: refreshed to indicate there was no consequences to the patient.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were made and there were no consequences to the patient.